Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while under the valve, it was observed the clip became caught on the anterior leaflet. Troubleshooting was performed and the clip was removed from the leaflet without causing damage. Grasping was performed, but after multiple attempts, the anterior gripper would not raise. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported difficult or delayed positioning associated with the clip interacting with the anatomy and single gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.